Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shocks for atrial fibrillation with a rapid ventricular response. Emergency medical services was contacted regarding the patient experiencing high heart rates with concerns of ventricular tachycardia with multiple shocks being delivered. The patient was treated with multiple medications, and it was further determined they experienced atrial fibrillation with a rapid ventricular response. Inappropriate atp and shocks were delivered and was unsuccessful in converting the patients rhythm. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.